Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: the keypad is peeled off the pump. The ok button is unresponsive. The up, down, and contrast buttons respond properly. The ok button contact is missing from pump. No other damage found to button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.